Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient has made a revision and a plastic damage was found on triathlon insert. As per op notes, the reason for revision was instability. Wear and plastic fragments from insert noted.

Event description:
Patient has made a revision and a plastic damage was found on triathlon insert.as per op notes, the reason for revision was instability. Wear and plastic fragments from insert noted.

Manufacturer narrative:
Additional information- tab a- patient details; tab d- product details. An event regarding damage and instability involving a triathlon tibial insert was reported. The event of damage to the insert was confirmed through a material analysis. -device evaluation and results: visual inspection was performed as part of the material analysis report (mar),which indicated the parts were examined with the aid of a stereo microscope at magnifications up to 50x. Approximate outlines of damage on the articulating condyles of the insert. Damage consistent with the explantation process was observed on the distal and anterior surface of the insert. Impression markings were observed on the distal surface of the insert, consistent with contact against the baseplate. Detailed images of the insert condyles. Burnishing, scratching and third body indentations were observed on the insert. These are common damage modes of uhmwpe. Yellow discoloration was also observed on the insert, consistent with absorption of synovial fluid. -clinician review: the available medical records were provided to consulting clinician for review which indicated that "on february 8, 2018 a revision right total knee arthroplasty was performed for which a brief translated operative report notes, ¿instability right knee joint ¿ change insert to #4/13 x3 cs ¿ local anesthesia ¿the event description for this event is, ¿patient has made a revision and a plastic damage was found on triathlon insert.¿ x-ray printouts related to the right knee include x-rays dated february 10, 2014, march 13, 2017 and october 2, 2017, which are multiple views of a left uncemented total knee arthroplasty with no patellar resurfacing. The knee and the tibia are noted to be in five degrees of varus. Five photographs of an explanted tibial insert with evidence of damage to the posteromedial edge of the articular surface are noted..."a material analysis report dated april 24, 2018 of a triathlon cr x3 #4/13 tibial insert includes six photographs of the explanted insert demonstrating clinical damage as well as explantation damage. The conclusions of this report are: (1) burnishing, scratching, and third body indentations observed on the insert are common damage modes of poly inserts; (2) yellow discoloration consistent with absorption of synovial fluid; (3) damage observed consistent with explantation process; and (4) no material or manufacturing discrepancies observed.....based upon the information available for review, including the varus position of the total knee arthroplasty, the description of instability, there is no evidence of factors relating to manufacturing or materials of the implants in this case being responsible for this clinical situation." -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: it was reported that patient was revised and a plastic damage was found on the triathlon insert. The damaged insert may have resulted in instability. Visual inspection of the returned device was performed as part of the mar which indicated that burnishing, scratching and third body indentations were observed on the insert. These are common damage modes of uhmwpe. Yellow discoloration was also observed on the insert, consistent with absorption of synovial fluid. Damage consistent with the explantation process and contact against the baseplate were also observed on the insert. The available medical records were reviewed by a consulting clinician which noted that based upon the information available for review, including the varus position of the total knee arthroplasty, the description of instability, there is no evidence of factors relating to manufacturing or materials of the implants in this case being responsible for this clinical situation. If additional information become available to indicate further evaluation is warranted, this record will be reopened.